Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming and closing correctly. The clip formed in an x shape. When the device was fired more slowly (but plastic to plastic) the clip was not tight enough to completely stop the bleeding. It is unknown how the procedure was completed. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.